Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the device was positioned at the papilla of the patient's common bile duct. While attempting to cannulate the papilla, the blue coating on the tip of the tome peeled. The coating did not fall off of the tome and did not fall into the patient, it stayed attached to the tome. The tome was removed from the scope with no damage to the scope. The procedure was not completed due to the severity of inflammation within the patient's pancreas. There were no patient complications reported as a result of this event. The patient was under observation at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that blue paint coating at the distal tip peeled but remained attached to the device. The condition of the returned incident device was consistent with the complaint that the device's coating/paint peeled. During manufacturing, tome devices are 100% so the peeled paint is likely due to usage/handling. Therefore, the most probable root cause is device interaction with another device. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the device was positioned at the papilla of the patient's common bile duct. While attempting to cannulate the papilla, the blue coating on the tip of the tome peeled. The coating did not fall off of the tome and did not fall into the patient, it stayed attached to the tome. The tome was removed from the scope with no damage to the scope. The procedure was not completed due to the severity of inflammation within the patient's pancreas. There were no patient complications reported as a result of this event. The patient was under observation at the conclusion of the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.